Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that she had ¿ a constant urinary tract infection problem. She just got back from the healthcare provider (hcp) and she had another infection¿. Patient clarified that this infection she just found out about today was the first uti she had had since having the device implanted. Patient stated "she was on a permanent antibiotic to protect her from surgery which she started before the implant and she took her last one on april 27th, and patient thought she got the infection almost pretty close to the last antibiotics out of her system so it was a couple weeks". Patient could not clarify if this was in april or may. Patient also reported that she was set at 1.5v and she had no leakage right now. She had had a lot more urinary problems as far as not empty her bladder, and she was peeing a lot more. It had been happening for about the last week and she used to get up may be twice a night but presently, she was getting up to pee every hour. She was voiding all the time now, so she suspected she might have an infection so she called the hcp. It was confirmed with patient that this started at the end of april. Patient stated the stimulator was helping her before the infection, not to get up at night as much but with the infection, she got up every hour. Patient indicated she had better results with trial but said¿ she did not have leakage like she did before the implant, like when she coughed, she would leak. Patient stated she was getting infection because she was not emptied her bladder and that was why she got these bad infections. She was not feeling stim but said she knew she was not supposed to feel it. It was noted that patient was taking oral antibiotics. Patient was redirected to hcp. There were no further complications that have been reported as a result of this event.